Event description:
Discordant, falsely high immulite 2000 catalog # l2kao androstenedione (andro) results were generated on several patient samples. The results were reported to the physician(s) who questioned the results. Repeat results were not provided by customer. There was no known report of treatment given or withheld based on the discordant, falsely high andro results.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
Siemens research and development (r&d) has investigated the incidence falsely elevated immulite 2000 androstenedione results on patient samples. After performing cross-reactivity studies, r&d concluded that the cross-reactivity of the assay has not changed. The cause of the discordant, falsely elevated immulite 2000 androstenedione results on patient samples is unknown. The reagent is performing according to specifications. No further evaluation of the reagent is required.